Event description:
Air was noted in the tubing to the pt. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 6/24/97. The returned sample was visually and functionally tested. The set was primed and found to be leaking from a smal hold in the silicon tubing near the air-in-line adapter. The exact cause of the complaint is not known. It is suspected that the tubing was caught between two hard surfaces resulting in the hole. This type of hole can occur either during assembly or during loading of the segment into the instrument by the user. Co has notified the mfg facility of this issue, and will monitor for future trend. Add'l, co will notify the user of potential damage to the tubing when misloading into the instrument.